Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. Best estimate year is in 2022. If implanted, give date: unknown / not provided. If explanted, give date: unknown / not provided. Telephone number: unknown / not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, the consumer did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient's parent that their daughter had two baerveldt glaucoma shunts implanted tin both eyes in 2019. In 2020, the patient had orbital panophthalmitis in the right eye with no complications; however, sometime in 2022, the patient had panophthalmitis in the left eye. The baerveldt glaucoma shunt was extracted from the left eye and that left eye lost vision. Through follow-up, it was learned that the glaucoma implant was extracted from the left eye due to a streptococcus aureus infection which started with an orbital cellulitis that developed into endophthalmitis. Baerveldt glaucoma shunt served as an entry mode for the infection. The final diagnosis was endophthalmitis septal cellulitis with panophthalmitis. The vision was completely lost and there is no subsequent perception of light. Patient is under constant observation, because she also has an implant in the right eye. The patient's parent was not provided any other information, therefore, had limited information to provide johnson & johnson surgical vision. Patient had bilateral glaucoma implants. This report captures the glaucoma implant in patients left eye. Only the left eye had the reportable issue.